Manufacturer narrative:
The following functional tests were performed: the customer was provided with a replacement mainboard to resolve the issue. Based on the information available, the cause of the reported problem was a defective mainboard. The reported problem was confirmed. The customer was provided with a replacement mainboard to resolve the issue. If additional information is received the complaint file will be reopened.

Event description:
It was reported that a speaker failure message was displayed on the intellivue mx450 patient monitor. It is unknown if there was still sound coming from the device at the time of the inop. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.

Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a speaker failure message was displayed on the intellivue mx450 patient monitor. It is unknown if there was still sound coming from the device at the time of the inop. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.